Event description:
It was reported that the procedure was to treat a left anterior descending (lad) in-stent restenosis (stent unspecified). Pre-dilatation was performed with a 3.0 x 15 mm non-abbott balloon from the mid (lad) all the way up to the ostium. The otw 3.0 x 28 mm promus stent was placed. The balloon was deflated and it appeared on angiography that the stent was fully apposed. The stent delivery system (sds) balloon was attempted to be withdrawn, but it would not release. The (sds) was pushed forward and pulled backwards and negative pressure was applied, but the sds balloon was unable to be removed. The guide deep seated and the sds balloon was released from the implanted stent. An rx 3.0 x 23 mm promus stent was placed and experienced the same thing: balloon withdrawal resistance post stent deployment. Post dilatation was performed with a 3.5 x 15 mm non-abbott balloon. The results were reported to have been great; the physician commented that he had never experienced balloon withdrawal resistance with promus prior to this. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The promus 3.0 x 28 mm is being filed under a separate manufacturer report number. Difficulty removing the stent delivery system (sds) from the stent implant post-deployment may be related to many factors including, but not limited to, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. The sds and indeflator used in the procedure were not returned, which may have assisted in the investigation and determination of a cause of the reported difficulty. Additionally, the procedure was to treat in stent re-stenosis, it is possible that the balloon may have interacted with the anatomical conditions or was not fully deflated during the first attempt to remove the sds. It should be noted that the product instructions for use (IFU) states that the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported difficulty to remove. Although a conclusive cause for the reported difficulty to remove cannot be determined, there are no indications to suggest a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the lot number was not reported. During manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Referenced xience instructions for use (IFU). Should have referenced the promus IFU. It should be noted that the IFU states that the promus everolimus-eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm.